Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23213. It was reported the patient was not receiving effective stimulation. Patient reported loss of effective stimulation approximately on (B)(6) 2013. In turn, surgical intervention was undertaken approximately on (B)(6) 2019 wherein the entire scs system was explanted. This addressed the issue.